Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other three graftmasters and the miracle bros. Guide wire are filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the left posterior tibial artery. A 0.014 miracle brothers 12 had tremendous difficulty crossing the lesion. Laser atherectomy and post-dilatation were performed. The result of this dilatation at the site of the mid-calf, where tremendous wire positioning difficulty occurred, was a large perforation with free bleeding into the calf. It was reported that the perforation was probably due to a combination of the stiff wire and being subintimal during ballooning. The perforation was tamponaded with a 2.5 mm non-abbott balloon dilatation catheter (bdc), resulting in no appreciable change in the perforation and an arterial-veinous fistula was observed. Four graftmaster stent grafts (3.5x26mm, 2.8x19mm, 2.8x26mm, and 3.5x19mm) were implanted to treat the perforation and the fistula. This improved but did not resolve the hemorrhage, and may have propagated the rent in the vessel wall further. Prolonged balloon inflation with a non-abbott bdc was performed for approximately an hour and a half, resulting in a sealed vessel and adequate blood flow for healing. Hypotension, obtundation and bradycardia occurred post catheterization, which were treated with medications and blood transfusion, and the patient was transferred to the intensive care unit for observation. The next day lab tests (creatinine and white blood cell counts) were improved and the patient was hemodynamically stable. At some point more than 5 days post procedure, the patient was discharged home in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effects. The subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hemorrhage and hypotension as listed in the coronary stent graft system, graftmaster rx instructions for use, are known patient effects that may be associated with coronary stenting. In addition, it was reported that the procedure was to treat a lesion in the left posterior tibial artery and an arterial-veinous fistula was observed. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx), domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.